Event description:
I just want it to be known that I had serious eye infection when I started using the bausch and lomb renu with moistureloc lens-care solution. I'm pretty sure it was december when I purchased it. I normally purchase the store brand version of renu -without the moistureloc-. After using it for about a week or two, I was really having issues and I thought I had contracted conjunctivitis again, since I had it a couple months before. I contracted the conjunctivitis at that time from the rest of my family when one of our children brought it home from school. I had leftover tobradex medication from the dr that I used to self treat this infection and it cleared up. I stopped using the renu and still have it. I can supply the codes if necessary.